Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate high results. The reporter claimed obtaining blood glucose readings of 152 mg/dl with the subject meter and 113 mg/dl with another meter (freeestyle), within 30 minutes and also reported obtaining blood glucose readings of 152 mg/dl with the subject meter and 114 mg/dl with another meter (ultra 2), within 30 minutes. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.